Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring was missing. The customer also reported that the retainer ring was damage. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the reservoir was unable to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.